Manufacturer narrative:
The reported event of inadequate capture threshold was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures but found internal shorts between the inner coil and right ventricle cable conductor paths consistent with procedural damage. Visual inspection found the lead insulation, polytetrafluoroethylene (ptfe) liner of the inner coil, and right ventricular ethylene tetrafluoroethylene (etfe) cable coating to be cut/damaged causing internal shorts at the distal region of the lead consistent with procedural damage.

Event description:
During an in-clinic follow-up, increased capture threshold was observed on the right ventricular (rv) lead. The rv lead was explanted and a new rv lead was implanted to resolve the event. The patient is stable.